Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one electronic photo was provided and reviewed. The photo shows three device needles, thus exposing the sample notch and noted that the sample notch was severely bent. Therefore, based on the photo review, the reported bent needle can be confirmed. One magnum biopsy needle was returned for evaluation. During visual evaluation, the sample appeared to be clean and the cannula hub was retracted towards the stylet hub, thus exposing the sample notch. Further it was noted that the sample notch was bent when positioned on a flat surface. Upon dimensional observations, the sample notch bend was not within specification and notch thickness was within specification. Functional testing could not be performed due to the condition of the sample. Therefore, the investigation is confirmed for the reported bent needle, as the needle was bent when positioned on a flat surface. However, the investigation is inconclusive for the difficult to remove issue, as functional testing could not be performed. A definitive root cause could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2023), g3, h6(method). H11: h6(result and conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during an ultrasound guided prostate biopsy, the needle was allegedly difficult to remove. It was further reported that the tip of the needle bent. A coaxial needle was used. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2023)

Event description:
It was reported that during an ultrasound guided prostate biopsy, the needle was allegedly difficult to remove. It was further reported that the tip of the needle bent. A coaxial needle was used. There was no reported patient injury.